Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2017; 5076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high left ventricular (lv) thresholds.  The lead remains in use.  No patient complications have been reported as a result of this event.